Event description:
The pt had her PICC-line inserted for three months and when she came to visit the dept for a routine check they discovered there was a hole in the catheter. They pulled it out.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewa0791 showed no other similar product complaint(s) from this lot number.